Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day after implant, the right ventricular (rv) lead a showed high sensing integrity count (sic) and fluctuating impedance. An x-ray revealed the lead was dislodged. The lead was repositioned and remains in use. No patient complications have been reported as the result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.